Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.